Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. Customer support made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/26/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/16/2015 with the following findings: the pump powered on and displayed the verify screen. The audible alarm was operational. The vibratory alarm feature was found to function normally during testing with no intermittent vibrations observed. The complaint of intermittent vibration was not duplicated. There was no defect found during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.